Event description:
It was reported that during a colectomy procedure, the blade appeared to be broken. There were no patient consequences. Case completed with another device of the same product code. One device will be returned.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4): added additional information the device was received with the electrode separated but is still attached to the active rod and the cable cut off. Functional testing can not be performed due to an instrument with cable cut off was received. The instrument blade was inspected and was found conforming. With the exception of the electrode separation the jaw was not broken. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.